Event description:
This unsolicited from united states was received on 13- dec-2017 from other non-health care professional. This case concerns patient (demographics unspecified) who received treatment with synvisc one injection and after unknown latency had infection. No relevant concomitant medications, medical history, past drugs, concurrent condition were reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection (frequency, dose, expiration date, lot number: not reported) for osteoarthritis. On an unknown date, latency unknown, it was reported that product "caused a major infection" and the patient needed surgery. Outcome: unknown. Corrective treatment: surgery. Seriousness criterion: required intervention. Pharmacovigilance comment: sanofi company comment dated 22-dec-2017: this case concerns a patient who received treatment with synvisc one and later underwent surgery due to infection. A significant temporal relationship cannot be established as event onset date and product therapy details are unknown and hence causal role of suspect product cannot be denied in occurrence of the event. However, further information regarding technique of injection, medical history, concurrent condition and past drugs will aid in completed medical assessment of the case.

Event description:
This unsolicited from united states was received on 13- dec-2017 from other non-health care professional. This case concerns patient (demographics unspecified) who received treatment with synvisc one injection and after unknown latency had infection. No relevant concomitant medications, medical history, past drugs, concurrent condition were reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection (frequency, dose, expiration date, lot number: not reported) for osteoarthritis. On an unknown date, latency unknown, it was reported that product "caused a major infection" and the patient needed surgery. As of (B)(6) 2018, it was reported that the patient did not received the injection from recalled lot of synvisc one. Corrective treatment: surgery outcome: unknown a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criterion: required intervention additional information was received on 18-jan-2018 and 19-jan-2018 (both the information was processed together with clock start date of 18-jan-2018). Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 18-jan-2018: follow up information did not change the previos case assessment. This case concerns a patient who received treatment with synvisc one and later underwent surgery due to infection. A significant temporal relationship cannot be established as event onset date and product therapy details are unknown and hence causal role of suspect product cannot be denied in occurrence of the event. However, further information regarding technique of injection, medical history, concurrent condition and past drugs will aid in completed medical assessment of the case.